Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal on the side, the returned battery cap was undamaged and was able to fit to maintain an electrical connection. Unrelated to the original complaint, the audio bolus button cover was torn but responded appropriately to user input. The pump cover was removed to find no intermittent conditions to the display circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.